Event description:
The customer had contacted beckman coulter, inc. (Bec) to report observing sparking and arcing and detecting an electrical smell coming from their coulter gen-s system. The customer powered off the instrument. There was no impact to patient sample results or patient treatment. The fire department was not called. The customer did not report flames or electrical shock. There was no report of death or serious injury associated with this event. Medical attention was not sought.

Manufacturer narrative:
The hospital electrician replaced the plug to the instrument. A field service engineer (fse) was dispatched to the customer's site. The fse observed that the power cord plug into the power supply was burned. The fse examined the ac input receptacle and observed evidence of overheating on the prongs. The fse replaced the ac input assembly and the power cable from the wall outlet to the power supply of the instrument. This reportable event was identified during a retrospective review conducted between january 01, 2008 and october 23, 2010 of complaints for additional reportable events.